Event description:
It was reported that during a lap. Gastric bypass, the hand activation buttons did not work on device. A second disposable was used to complete unknown procedure, the tip of the device fell off into the patient. It was retrieved. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.